Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
(B)(4). The exposed outer conductor in this region could contribute to the noise problem in the field.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.